Event description:
It was reported that during the coronary procedure to treat a target lesion in the mid right coronary artery, the physician advanced a 3.5 x 12 mm nc tenku dilatation catheter. The balloon was inflated two times and during the second inflation, the nc tenku balloon ruptured at 10 atmospheres. The dilatation catheter was removed and a second dilatation catheter was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough, grand slam, guide cath: profit. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.